Event description:
It was reported to boston scientific corporation on august 13, 2007, that a captivator ii polypectomy snare was used in a polypectomy procedure within the colon in 2007 (male pt, age and weight unk). According to the complainant, during the procedure "part of the loop wire next to the tip detached" and the snare was a "y shape" instead of an oval shape. Reportedly, the physician was able to remove the polyp. The wire was removed and the procedure was completed with a second captivator ii snare. At the conclusion of the procedure the pt's condition was reported as "fine."

Manufacturer narrative:
Although the complainant indicated that the device will be returned for evaluation, the device has not been received. Therefore, a failure analysis is not available; the relationship between this device and the event is unk. A review of both the device history record and product family complaint trend is in progress; results will be provided in a follow up medwatch report.